Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that persistent suction issues coinciding with a low placement signal alarm appeared during impella cp support. The patient's left ventricle looked underfilled, but despite giving volume and blood products, the suction remained. The decision was ultimately made to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.